Event description:
Pt. Admitted with difficulty breathing. Placed on portable ventilator. Pt's vital signs were monitored every 15. Staff caring for pt. Entered room and noted drop in 02 sats, dr. Arrived, h.r. Dropped CPR initiated. Respiratory therapy tech noted ventilator cycling but not appear to be delivering oxygen. Biomed evaluated unit and found that the demand valve was cracked. During testing if the black cover of the demand valve was tilted, the unit would appear to be functional but would not deliver gas to the patient circuit.